Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller pcb. System operates as intended. (B)(4).

Event description:
The customer reported the system intermittently has black screens at max technique. No pt injury was reported.